Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in the device emitting beeping tones. Review of stored device memory noted the message was recorded following several magnet applications. Boston scientific technical services (ts) discussed talking with the patient to find out the source of the magnet and resetting interrogating the device to reset the battery depletion message. This product remains implanted and in service. No adverse patient effects were reported.